Event description:
It was reported that during the prophylactic extraction procedure for the lead, perforation occurred at the svc and right atrium area. During the pericardial window to drain the pericardium, the drainage sheath perforated another area of the heart and the patient ultimately had to go to surgery to repair the perforation.the patient is listed as stable. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.